Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer experienced a loss of output during a procedure, resulting in a brief episode of asystole; there was an inability to toggle from the analyzer to the device and back. An error message appeared stating that the programmer was unable to communicate with the analyzer. A different programmer and analyzer were used to complete the procedure. It was determined that the loss of communication was due to contacts between the analyzer and the programmer, and that both were fine. The programmer is expected to be returned to service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the analyzer and programmer issues. The analyzer was not returned with the programmer. The programmer passed functional testing and bench testing. The hard drive was reconfigured and software was reloaded as a preventive. It was also noted that the stylus was missing, so the stylus was replaced and calibrated. The device then passed functional and systems testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer has been returned for service.